Event description:
Reportable based on analysis completed on (B)(6) 2014. It was reported that a lost image occurred. During a percutaneous coronary intervention, an opticross¿ imaging catheter was selected to view a non calcified unspecified vessel. During the procedure, the device was inserted inside the patient and was able to cross the lesion without resistance but lost image occurred. The procedure was completed with another with the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a detached blue sheath tubing at the lap joint seam.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. It was observed that the clear imaging window was found detached from the blue sheath tubing at the lap joint seam. A kink was observed in the imaging core at the lap joint detachment. Fluid would leak from the blue sheath tubing at the detachment area when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract due the returned condition of the device. The telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. No image appeared in the system due to electrical open at proximal. The imaging core (drive shaft) was found broken off near the hub shaft connector. Windup of the imaging core was also found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).